Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited noise and an abrupt rise in pace impedances on the right ventricular (rv) lead. The impedances rose to values greater than 2500 ohms. The patient was placed in a life vest until a revision procedure could occur. Recently, the rv lead was extracted and replaced successfully. This ICD was also changed out. The lead was suspected to be fractured, but that was never confirmed. There were no additional adverse patient effects.